Manufacturer narrative:
Product complaint # (B)(4). Section a1. Patient identifier (B)(6). Section d2b: procode is nry/qjp. The device was not returned for analysis; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 31310411 number, and no non-conformances related to the malfunction were identified. Cerebral hemorrhage is a known potential complication associated with the use of the cereglide71 intermediate catheter and emboguard balloon guide and is listed in the instructions for use (IFU) as such for both devices. There was no alleged quality issues related to the used devices, as the devices performed as intended. There are clinical, pharmacological, and procedural factors, including aneurysm/vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the devices. The pi assessed this event as unrelated to the cereglide71, but possibly related to the primary surgical procedure; however, since the cereglide71 catheter and emboguard balloon guide were used during the procedure, the correlating relationship between the event to the used devices as contributing factors cannot be ruled out entirely. Additionally, the severity of the event/impact to the patient is unknown, as the outcome is recorded as ¿not recovered/not resolved,¿ with no end date listed. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury,¿ with an awareness date of 23-oct-2024. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported via the excellent study ((B)(6)), a 77-year-old female patient (subject (B)(6)) with a medical history of atrial fibrillation, history of hemorrhagic stroke, hyperlipidemia, hypertension, and former smoker, presented with an unwitnessed non-wake up stroke. Last time seen well was on (B)(6) 2024 at 12:00. Symptoms were first observed on the same day, at 17:00. The patient was then presented to the treating hospital on (B)(6) 2024 at 19:29. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nihss score was 22 and a mrs score of ¿3-moderate disability. Requires some help, but able to walk without assistance.¿ on (B)(6) 2024, the patient underwent an endovascular mechanical thrombectomy using a 132cm cereglide 71 catheter (nic71132u/31310411) for an occlusion at the m1 segment of the left middle cerebral artery (mca). The pre-pass mtici score was 0. The 1st pass resulted in a mtici score of 3, with clot retrieval in the aspirate. No further passes were made. During the procedure, a guidewire was used, but the brand was not specified. In addition, a 0.021 trevo microcatheter and an unknown emboguard balloon guide (bg8795u/9042887) were also used. There were no intraoperative study device deficiencies. The patient¿s 24-hour post-procedure nihss score was 11. On (B)(6) 2024, the patient experienced the event of ¿left basal ganglia hemorrhage,¿ which became known to the site on the same day and to the sponsor on (B)(6) 2024. The event was assessed by the pi as not serious, mild in severity, and as unrelated to the embotrap study device (not used), unrelated to the embovac large bore catheter (not used), unrelated to the cereglide71 catheter, but possibly related to the primary surgical procedure. The event was not medically treated. The outcome is recorded as ¿not recovered/not resolved,¿ with no end date listed. On (B)(6) 2024, the patient was discharged to a rehabilitation center with a nihss score of 2 and a mrs score of ¿2-slight disability; unable to carry out all previous activities, but able to look after own affairs without assistance.¿ additional/modified information was received on 12-nov-2024. Summary: regarding the adverse event of ¿left basal ganglia hemorrhage,¿ the site¿s awareness date was updated to "11-sep-2024."